Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a power error detected alarm. The alarm occurred four times. The customer¿s blood glucose level was 176 mg/dl. Troubleshooting was performed. They were given a series of steps to perform after the call ends to resolve the issue. There was no clear indication that the issue was resolved. They were advised to monitor and call back if the issue recurs. The device will not be returned for analysis.